Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that during the implant procedure, an attempt was made to extend the lead helix at the back table prior to implanting. The helix would not extend so the lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.